Manufacturer narrative:
Cylinder had a fatigue leak. Cylinder performed within specifications. Pump performed within specifications. Rear tip extenders (rte) broken.

Event description:
Additional info received on 8/3/97 indicates the ambicor device was removed from the patient on 5/18/97. Add'l info received on 7/31/97 indicates fluid loss.